Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to "cap fall off" as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "before use, it found that the safety cap fell off. (B)(6) 2021 received an update from the sales representative, and the incident description was updated as follows: on (B)(6) , the service staff in the ward received the vacuum blood collection tube in the equipment warehouse. One of the yellow tubes had two tube caps falling off. It was preliminarily determined that it was caused by a collision during transportation or handling.